Event description:
A customer reported that a system had poor vacuum during a procedure. The procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer resolved the issue remotely. The system was manufactured on november 11, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).